Event description:
It was reported that the gastrointestinal videoscope had an electrical error. The issue was found inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign objects in air and water channel and cylinder. A root cause could not be identified. Based on the results of the investigation, the cause of the reported electrical malfunction could not be determined. Olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Additionally, the cause of the additional malfunction involving foreign material in the air and water channels could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.